Event description:
A customer reported that their t:slim x2 pump battery would not charge, and the pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. After various troubleshooting steps, including the use of different charging cables and wall adapters, failed to resolve the charging issue, technical support decided to replace the pump. The customer was informed that they would receive a new pump with updated software. Meanwhile, to ensure continued insulin delivery, the customer planned to use multiple daily injections (mdi) as a backup therapy.